Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918-001. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was hospitalized for gastric ulcer. A gastroscopy was completed in (B)(6) 2020, which confirmed the presence of a duodenal ulcer. The patient was treated with the removal of j-tube and has switched to oral intake of medication.